Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision as reported: patient requires a revision surgery of their infinity total ankle, it appears the talar component is of concern, from what the surgeon has briefly shared. Doctor will be undertaking a diagnostic arthroscopy to rule out infection and other concerns prior to commencing with the revision surgery.

Manufacturer narrative:
The reported event could not be confirmed based on available information and no conclusion could be drawn based on evaluation of the device alone. The device inspection revealed that: the received device shows signs of normal usage. One of the pegs of the talar component is broken. It should be noted that the damage on the implant surface appears to be due to removal of implant a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further assessment of provided information and CT scans hcp opined that failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure the returned device does not show evidence to be linked with failure of component as the pattern of damage to the other components point towards extraction of implants. Therefore, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the complaint report will be updated.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision as reported: patient requires a revision surgery of their infinity total ankle, it appears the talar component is of concern, from what the surgeon has briefly shared. Doctor will be undertaking a diagnostic arthroscopy to rule out infection and other concerns prior to commencing with the revision surgery.